Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation, the physician initially extended and fixated the lead helix without difficulty. The helix was not exercised prior to implantation, per physician preference. After initial fixation, the physician elected to reposition the lead. During repositioning, the physician was unable to retract the helix despite several rotations; no helix movement was observed. The stylet was re-engaged, and slight counterrotation was applied, at which point the helix retracted suddenly (¿popped¿ back). Per recommendation, the helix function was then evaluated outside the patient. It was further reported that when the physician attempted to re-extend the helix, excessive torque was required, and the lead exhibited counterclockwise spinning upon release and did not extend as expected. The physician determined the lead was not functioning properly and elected to replace it with a new lead. No patient complications have been reported as a result of this event.